Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that getting multiple reports from emergency room about bent and crimping tubing on our female catheter kits.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two photo sample noted one opened (without original packaging), used female catheter kit. Visual inspection of the two-photo sample noted the tubing was bent/kink as it was inserted into the cap of the vial. The labeling is found to be adequate the DHR was reviewed and did not identify any issues. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that getting multiple reports from emergency room about bent and crimping tubing on our female catheter kits.